Event description:
On (B)(6) 2017, this patient presented to (B)(6) to have an arthrodesis fusion mtp/pip of the left foot. During the procedure the tip of the integra 1.7mm memofix drill bit (reference no. (B)(4)) broke off in the bone during use. Attempts at retrieving the tip were unsuccessful and the physician decided to leave the drill bit tip retained as more aggressive attempts could have caused damage.